Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The complaint includes presence of particles in the device and also the patient is coughing up phlegm. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.   Additional information was received and section b5 should be reported as:   the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to experience kidney cancer and spot on lungs. There was no medical intervention required by the patient. The reported event of kidney cancer and spot on lungs and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. The device was returned to the manufacturer's service center for further evaluation.   The device was evaluated. There was no mention of visual findings to the external part of the device.   The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found.   The manufacturer concludes that they could not confirm the customer's allegation and unit scrabbed".  Section h5 corrected in this report. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged visualization of particles and coughing up phlegm. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation.   The device was evaluated. There was no mention of visual findings to the external part of the device.   The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found.   The manufacturer concludes that they could not confirm the customer's allegation and unit scrabbed".  Section h5 corrected in this report. Section h6 updated in this report. Section g3 and h10 corrected in this report.